Event description:
The customer tested his blood glucose and received a reading of 15 mg/dl using his breeze2 meter. He retested using another meter and received a reading of 199 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left, so no product will be returned.